Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal portion of the microintroducer sheath was damaged and plastically deformed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that it was found during puncture that the introducer sheath was damaged. It was reported this occurred with 2 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that it was found during puncture that the introducer sheath was damaged. It was reported this occurred with 2 devices. This report addresses the first device.